Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a pt who had presented with an acute myocardial infarction. The lesion being treated was 90% stenosed and located in the moderately tortuous left anterior descending (lad) artery. This 2.0x15mm maverick2 balloon catheter was used to dilate the lesion. Vascular access was gained through the femoral artery and the maverick2 balloon catheter was advanced to the lesion. The balloon was inflated to 10atms on the first inflation without difficulties. On the second inflation, the balloon ruptured at 12atms. The device was removed intact. The procedure was completed with the use of a quantum maverick balloon catheter. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).